Manufacturer narrative:
We are experiencing difficulty transmitting emdr's via webtrader / esg and have reported it numerous times.

Event description:
Surgeon was performing a multi-level acdf and tried to reposition the screw by using the thread-in a-o screw driver. The tip broke off of the driver and the piece was retrieved. The surgeon tried the second screw driver with the same outcome (broken outer shaft and the piece was retrieved. The surgeon was able to retrieve all components and finished the surgery without further incident.